Event description:
Pt reportedly experienced an overly loud sensation followed by no sound while using their sound processor. In 2003, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Five days later, the pt was seen by a co rep. Testing conducted confirmed that the device was no longer functioning.